Event description:
Crm received information that this right ventricular (rv) lead perforated the heart muscle which lead to cardiac tamponade and cardiac arrest two days post implant. This lead was removed and two new epicardial leads were implanted. To date, no further adverse patient effects were reported. The explant and event dates that were provided are not consistent. Therefore, we will not be reporting either date.